Manufacturer narrative:
(B)(4). (B)(6). (B)(4).

Event description:
According to the reporter, after firing the device the staple was observed to be incomplete. A new eea28 was used to complete the case. Or time was extended greater then 30 minutes and there was unanticipated tissue loss. It was unknown whether buttress material was used.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The device displayed nicks on the knife blade. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the observed knife blade damage may occur if the instrument is applied over an obstruction. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. The information booklet cautions the user to make certain the section of the tissue to be stapled is free from any metal clips or similar structures; otherwise, the knife blade may not cut. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate.